Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 17.4 mmol/l (313 mg/dl) while wearing the pod between 37 and 48 hours. The pod needle did not deploy the cannula into the skin and the pod pink slide did not move forward.

Manufacturer narrative:
The pod arrived fully deployed, delivering over 200 pulses, including immediate non-priming boluses. No damages were observed that would result in a needle mechanism failure. The pod functioned as intended.